Event description:
It is alleged that more than one vaporizer can turn on at a time. There was no report of pt involvement. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.